Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rapid intubation kit appeared only when rapid was searched, and not with intubation or kit, causing a delay in care. A technical support specialist (tss) documented that the issue was reproduced on the station, where the rapid intubation kit appeared only when searching rapid and not with other keywords. The tss verified correct formulary configuration and restarted required services, determining the issue was related to search indexing rather than configuration and received no information from the customer. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system rapid intubation kit appeared only when rapid was searched, and not with intubation or kit, causing a delay in care. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.